Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, co2 flow sensor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was a defective co2 flow sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that during calibration a value deviation for co2 channel was detected on a s5 gas blender. There was no patient involvement.